Event description:
It was reported that the patient was scheduled for a lead revision on (B)(6) 2014, but they were unaware of any issues as to why. Additional information was received twelve days later and noted that the case was cancelled for (B)(6) 2014 due to the patient's glucose. No other date has been set. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).